Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) also noted atrial undersensing. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.